Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a documented nadir of 59 mg/dl and approximately 30 minutes below 70 mg/dl after a breakfast meal announcement and prolonged prior hyperglycemia, in the context of incorrect device use and subsequent troubleshooting and education. Symptoms included none reported such as no loss of consciousness or dizziness. Outcomes included self-management without medical intervention, no assistance required, and return to range by end of call after ingestion of oral carbohydrates including a small soda and glucose tablets, with device low alerts received. Investigation included customer care review, clinical support consultation, and education on correct device operation as a soft reset rather than factory reset. Investigation of this case revealed use error related to incorrect meal announcement and learning-phase disruption that limited algorithm adaptation. It was concluded that the event was user-related hypoglycemia mitigated by education and appropriate carbohydrate treatment, with device function and alarms operating as designed.